Event description:
It was reported during in clinic follow up that the implantable cardiac monitor exhibited garbled text in its data transmissions. The device remains implanted and will continue to be monitored. The patient was stable and asymptomatic.